Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient underwent an unrelated surgical procedure on (B)(6)2021,wherein the ipg was not placed in surgery mode. When met with company manufacturer the ipg was unable to be reconnected and all the trouble shooting steps were unable to resolve the issue and deemed ipg to be inoperable. As a result surgical intervention is planned at a later date.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates the device was replaced to address the issue.